Event description:
During a phacoemulsification/vitrectomy/fragmentation procedure, thus instrument would not coagulate.

Manufacturer narrative:
The tips of this bipolar coagulator were found to be damaged from electricity as the insulation was melted. Cause for the damage has been determined to be caused from improper handling.